Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a device check was made during patient hospitalization for a non-cardiac issue. Noise was observed on the rv lead. Lead was explanted and replaced. Patient condition was good after the event.